Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws on the vasoview hemopro were orange and smoking and the device would not turn off. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was preformed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, the thumb toggle on the device was cycled several times and the the device then worked normally again. The device also passed the engineering (B)(4) cycle life test. The handle on the device was open to verify connections; under magnification, the micro-switch was determined to be clean. The switch is suspected to have a mechanical defect that caused it to self-activate. The switch was disassembled but a root cause for the switch malfunctioning could not be found. The switch will be returned to the MFR for evaluation. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).